Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed. The reported shaft kinks and stretched shaft (guide wire exit notch) were confirmed. The reported difficult to remove from the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted shaft kink, difficult to remove, stretched shaft and lifted inner member material at the exit notch appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unknown lesion. After successful inflation and dilatation with a nc trek 3.0 x 8 mm balloon catheter, during removal, there was resistance with the guide wire and the guide wire notch was stretched and there was a bend in the distal catheter. The devices were removed as a single unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.